Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to the cse visit, the customer replaced the integrated multisensor technology sensor and ran a diluent check. After evaluation of the instrument and instrument data, the cse replaced x tubing, rotary value seal and 2 way dilution value. The cse also cleaned the tower connections and pogo pins. Diluent checks and precisions were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na, k and cl results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.